Event description:
During the several attempts of delivery, the physician took his eyes off the cypher select plus and then he noticed that the stent of the sds was dislodged inside the a previously placed xience des. The patient's age and gender were unknown. The target lesion was the left main to the mid left anterior descending artery (lad) (B)(4). The lesion was a de novo, diffused, heavily calcified and moderately tortuous. There was 90% stenosis. A radial approach was chosen for this procedure. Three stent implantation was planned. Pre-dilation was conducted. The products were properly inspected and prepped and no anomalies were noted. Initially, a des (xience: 3.5/15mm) was implanted at the left main (aha5). Then, a cypher select plus (3.0/33) was delivered to the distal portion of the target lesion, but the tip of the cypher select plus would not cross over the mid lad (aha7) due to heavy calcification. During the several attempts of delivery, the physician took his eyes off the cypher select plus and then he noticed that the sds of the cypher came back into the gc and the stent was dislodged inside the des implanted at the left main trunk (aha5). Both edges of the cypher select plus stent were stuck out from both edges of the des stent, locating the center point of the cypher select plus stent to the distal side. Stent flare was not observed. The physician did not attempt to pull the device back into the gc, but the sds came back into the gc as a result. Details were unknown. Therefore, a tazuna (2.5mm) balloon was delivered inside the dislodged cypher select plus and the stent was safely implanted at the dislodged site. To finish the procedure, a new des (xience: 2.5/18mm) was implanted distal to the cypher select plus implanted at the left main (aha5).

Manufacturer narrative:
During treatment of a left main to mid left anterior descending artery (lad) lesion, after placement of xience drug eluting stent (des) in the left main the cypher select plus was being delivered distally. During the several attempts of delivery across the lesion, the physician took his eyes off the cypher select plus and then he noticed that the stent of the sds was dislodged inside a previously placed xience drug eluting stent (des). It was reported that the dislodged cypher was safely implanted at the dislodged site. The physician reported that the possible cause of the stent dislodgement was the friction with the vessel at the mid lad or the friction with the des implanted at the left main or the friction with the tip of the guide catheter. The procedure was finished successfully. There was no patient injury reported. The target lesion was the left main to the mid lad. The de novo lesion was diffuse, heavily calcified and moderately tortuous. There was 90% stenosis. A radial approach was used for this procedure with intention of implanting three stents. Pre-dilation was conducted. The products were properly inspected and prepped and no anomalies were noted. Initially, a des (xience: 3.5/15 mm) was implanted at the left main. Then, a cypher select plus (3.0/33) was delivered to the distal portion of the target lesion, but the tip of the cypher select plus would not cross over the mid lad due to heavy calcification. During the several attempts of delivery, the physician took his eyes off the cypher select plus and then he noticed that the sds of the cypher came back into the gc and the stent was dislodged inside the des implanted at the left main trunk. Both edges of the cypher select plus stent were stuck out from both edges of the des stent, locating the center point of the cypher select plus stent to the distal side. Stent flare was not observed. The physician did not attempt to pull the device back into the gc, but the sds came back into the gc as a result. Details were unknown. Therefore, a tazuna (2.5 mm) balloon was delivered inside the dislodged cypher select plus and the stent was safely implanted at the dislodged site. To finish the procedure, a new des (xience: 2.5/18 mm) was implanted distal to the cypher select plus implanted at the left main (aha5). No stent was crossed over the mid lad. The distal portion of the lesion could not be treated with a stent and it is unknown if the distal lesion was treated with poba. The stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information vessel and lesion characteristics, procedural handling, placement of the proximal stent prior to the distal stent, and device interaction appear to have contributed to the failure of the cypher stent to cross the lesion and the dislodgement resulting in inaccurate placement. The instructions for use outlines that the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for stent dislodgement. There is no indication that there is any design or manufacturing related issues. Therefore, no corrective actions will be taken.

Manufacturer narrative:
No stent was crossed over the mid lad. The distal portion of the lesion could not be treated with a stent and it is unknown if the distal lesion was treated with poba. The procedure was finished successfully. There was no patient injury reported. Physician's comment: the possible cause of the stent dislodgement was the friction with the vessel at the mid lad or the friction with the des implanted at the left main or the friction with the tip of the gc. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: gw: runthrough. Bc: tazuna2.5/18mm, 2.5/15mm, hiryu 2.75/15mm, quantum 4.5/10mm, maverick 2.5/20mm. Stent: xience 3.5/15mm, 2.5/18mm.